Event description:
The customer reported the system displayed a motion error and the joystick stopped working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the rui console. The system operates as intended.